Event description:
It was reported that during a stenting treatment procedure, the proximal shaft of the biliary wallstent fractured during deployment. The pt was asymptomatic during this event. The lesion being treated was a tortuous lesion in the carotid artery. The physician used a 7 fr shuttle introducer sheath for vascular access. The fracture occurred in the portion that deploys the stent and did not result in complete separation. The biliary wallstent was removed from the pt with approx half of the stent exposed. The procedure was successfully completed using another biliary wallstent. No pt injuries or complications have been reported. Pt status is reported as 'good'.